Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the (brother) reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to another meter (paramedics meter). The complaint was classified based on the customer care advocate (cca). The reporter was unaware as to when the alleged issue first began. The reporter detailed that on (B)(6) 2017 at approximately 8:00 am the patient obtained an alleged glucose result of 78 mg/dl on the subject meter. The reporter stated that the patient developed symptoms of ¿hypo, acting a bit crazy¿. The paramedics were called arrived about 15 minutes later and they obtained a blood glucose result of 34 mg/dl on their meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages his diabetes with oral medications, diet and exercise. On (B)(6) 2017 at approximately 8:15 am he was treated by an hcp with glucose tabs/gel then taken to hospital and given unspecified IV¿s. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used. The reporter confirmed that the test strip vial was not cracked or broken and the test strips were stored correctly and within expiry date. The reporter performed a control solution test and the result fell outside lfs¿ acceptable range. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred. It cannot be ruled out that the meter did not cause or contribute to the alleged event.